Event description:
It was reported that telemetry monitoring was lost for 8 pts for five minutes. The apexpro telemetry server (ats) reportedly did not have power and required service. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.